Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an insulin pump error alarm. The customer's blood glucose levels was not provided at the time of the incident. Troubleshooting was provided for the insulin pump error alarm. The alarm was able to be cleared. The troubleshooting was unable to be completed due to the caller stating that they got an error message multiple times after clearing the alarm. The insulin pump will return for analysis.

Manufacturer narrative:
Device started up properly, received hardware low level failures during self test. Failure due to broken trace at pin 1 of ambient light sensor. Insulin pump failed the self test and passed the displacement test.